Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: 4.5x12mm nc trek; stent: 4.0x33mm xience xpedition. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for difficult to position or difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The 4.5x12mm nc trek referenced, is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid left main (lm) artery. A 4.0x33mm xience xpedition stent implant was successfully deployed without any reported issue. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was prepped and flushed prior to use with no issues noted. Resistance was met during advancement of the nc trek bdc onto the balanced middle weight (bmw) guide wire; however, the bdc reached the target lesion and was successfully used to post-dilatate the deployed xience xpedition stent implant. Resistance was met during removal of the nc trek bdc from the bmw guide wire. Reportedly, the lumen of the nc trek bdc felt sticky and was not smooth. Force was used to remove the nc trek bdc from the wire, which resulted in the loss of wire position. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. As the target lesion was treated, the procedure was completed. There was no additional information provided.